Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 308 mg/dl, 251 mg/dl, 150 mg/dl, and 153 mg/dl. Customer dosed herself with 4 units of novolog flexpen based upon the reading of 153 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.